Manufacturer narrative:
B3. Date of event: year of event has been provided, but day and month are unknown. Investigation summary: the affected device was returned for evaluation. The customer's complaint of "cassette not attaching properly, ripped rubber on the bottom" was confirmed through dso (downstream occlusion)/uso (upstream occlusion) sensor calibration, dso/uso sensor pressure test, 50 ml cassette test, visual inspection, and latch lock check. Replaced latch lock mechanism, dso seal, and calibrated the dso/uso sensors. Performed dso/uso sensor calibration. Performed pvt (performance verification testing), unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the cassette was not attaching properly. The following information was provided by the investigation: dso (downstream occlusion) seal torn.